Manufacturer narrative:
The patient's gender and weight were not provided. (B)(4). Approximate age of device ¿ 2 years and 7 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018, a low flow alarm occurred on the system controller. A transthoracic echocardiogram showed a dilated left ventricle with the septum shifted to the right side. Increasing the pump speed did not improve the unloading. CT angiography showed reduced flow over the system. Lysis therapy was started; however, the pump parameters did not improve. A decision was made to stop the pump completely. The patient was stable with low dose catecholamine support. A pump exchange was successfully performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of heartmate ii lvas. Examination of the proximal side of the inflow conduit flex section revealed a developed thrombus formation. This formation was partially adhered to the underlying graft which indicates that it formed in this location over an undetermined amount of time while the device was supporting the patient. Loosely coagulated blood was also present in the inlet elbow, outflow conduit, and on the body of the rotor. These depositions were not developed or adhered to the blood-contacting surfaces. The evaluation could not determine a specific cause for the development of the observed depositions; however, their partial obstruction of the blood flow path could have contributed to the low flow hazard alarms that confirmed through the evaluation of the submitted log files. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides detailed information regarding pump speed, power, flow, and pulsatility index. This document provides information regarding the recommended anticoagulation therapy and recommended inr range. This IFU also addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.